Event description:
Additional information received from the manufacturer¿s representative (rep) reported stimulation was re-initiated on (B)(6) at the patient¿s post-operative visit. The patient said the stimulation felt better and was in the areas he needed it. The rep. Didn¿t know the patient¿s level of pain relief yet.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The patient reported that his therapy was not adequate; "doesn't work like it's supposed to." It was noted that he had had a reprogramming session. There had been times where he had turned it off and then couldn't get out of bed, so he knew it was working. He also had had a couple x-rays done to see if the leads had moved, the most recent the week prior to this report. The inadequate therapy had occurred since implant. The inability to get out of bed also occurred the day of implant. The reprogramming mentioned had occurred in (B)(6) 2015. It was also noted that the trial had been successful after the settings were changed by the manufacturer representative (rep). Additional information received from the healthcare provider (hcp) via the rep reported that a lead revision occurred on (B)(6) 2016 due to a lack of pain relief with the initial implant. He was feeling stimulation in his lower back where the original pain was but he was not getting pain relief. The surgeon reported that the leads may not have been placed in an optimal position originally. It appeared that several reprogramming sessions had been attempted by other reps. The percutaneous leads were removed and repl aced with a paddle lead. It was unknown if the issue was resolved as therapy had not been re-initiated. The patient was going to be seen at the hcp office on (B)(6) 2016. The patient was noted to be alive with no injury and this event was going to be updated after the scheduled follow-up visit. Relevant medical history included non-malignant pain.